Event description:
It was reported that the user experienced hyperglycemia while using the ilet and had paused insulin delivery after breakfast due to disconnecting for showering and gym activity, with breakfast announcements reportedly not adjusting as effectively as other meals. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education. Investigation included a review of user-reported pump use and guidance on best practices. Investigation of this case revealed that pausing the pump limited algorithm learning and could contribute to post-breakfast hyperglycemia; the user was advised to allow more time after breakfast before disconnecting and to consult their physician regarding exercise-related highs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.